Manufacturer narrative:
Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. (B)(4).

Event description:
A physician reported a transparent thin material on the back of the intraocular lens. The material was aspirated with irrigation and aspiration and the surgery was completed.

Manufacturer narrative:
Additional information provided in h.3, h.6, and h.10. A non-qualified iol and viscoelastic were indicated. The root cause for the reported foreign material could not be determined. The cartridge was not returned. No determination can be made without physical evaluation of the complaint sample. The manufacturer internal reference number is: (B)(4).